Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient indicated that they felt pain at the generator site during the device diagnostic test. The elective replacement indicator was no, indicating that the generator had not reached end of service. Previous device diagnostic testing approximately four months earlier was within normal limits, indicating proper device function at that time. Further follow-up revealed that the patient's device was programmed to off so that they could undergo a brain MRI and that the pain and high lead impedance occurred on the same day as the MRI when the patient returned to the office afterward to have the device programmed back to on. Review of device programming history for the date of the aforementioned office visit revealed device diagnostic test results for lead test that were out of the ordinary, though not impossible (dc-dc code 7 and ok instead of limit). Device diagnostic test results for normal mode test were within normal limits (dc-dc code 3 and ok). Additional device diagnostic testing was performed at subsequent office visit ten days later. It was reported that device interrogation at this office visit revealed that normal mode output current was set to 0ma, indicating that the patient's device may no have not been programmed back to on as intended at previous office visit. Device diagnostic testing was repeated at a third office visit thirteen days later, after replacing the nurse's programming system. Both the lead test and normal mode test at this visit resulted in high lead impedance readings (dc-dc code 7 and limit), indicating possible device malfunction. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. Review of amnufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. It is unlikely that difficulties with the programming system contributed to the inconsistent test results; therefore, it is believed that an intermittent lead break that is position dependent may be the cause. Lead replacement surgery is likely. The patient has not experienced any further episodes of pain at the generator site since the one time that it was reported during device diagnostic testing following the brain MRI procedure.